Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-32234, 1627487-2020-32236, 3006705815-2020-31809 and 1627487-2020-32383. Additional information received identified surgical intervention was taken and the patient's non-functioning drg leads were replace. The axium implantable neurostimulator was also replaced with a new one.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-32234, 1627487-2020-32236 and 3006705815-2020-31809. It was reported the patient was not receiving effective stimulation therapy from the drg system. Reportedly, the patient only has partial therapy coverage on the left side. Surgical intervention may be taken to address the issue.